Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient date of birth, weight, and ethnicity and race were not provided for reporting. UDI #: (B)(4), upc #: (B)(4), lot #: 210220, exp date: na. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. At this time, with limited information provided, this event is being reported with an overabundance of caution. There was no specific health care professional (hcp) consult information. However, hcp recommended cream (unknown). This is two of two medwatches being submitted as two devices were involved in this event. See medwatch 1000599868-2022-00001. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer reported an event with band-aid flexible fabric bandages. Consumer noticed that after 2 days, she was getting irritated upon removing the bandage. She also got a rash. The consumer reported that she had used 2 bandages but in different areas. One was used to cover a scrape and the other was used to cover an area of her skin where she had something removed (no further details were provided regarding what was removed). Consumer contacted a health care professional (hcp) and was recommended to put cream on area for treatment. The consumer is still experiencing the symptoms. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 1000599868-2022-00001. The same patient is represented in each medwatch.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on february 20, 2021, if information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.